Event description:
The event is reported as: the device does not catch the clips. The alleged failure occurred the first time the hospital used it. No injuries reported.

Manufacturer narrative:
Product has not yet been received by manufacturer, therefore, the investigation report is incomplete at this time. A follow-up report will be submitted when investigaion is complete.